Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Device is an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested.

Event description:
During a posterior fusion procedure level t9 to l4: during final tightening of l2 screw, the tip of the hexagonal screwdriver broke off in the screw head. The surgeon was unable to retrieve the screwdriver tip in the screw head, it remains in the pt.